Event description:
A non-healthcare professional reported that, during the intraocular lens (iol) implant procedure upon loading, the lens was noted to feel stiffer than normal. Upon injecting into the eye, one haptic was noted to be entirely severed. The lens had to be explanted and a new lens injected. The procedure completed on same day. Additional information received and stated that there was no patient impact reported. The patient issue has been resolved

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., d.9., h.3., h.6. And h.11 the lens was returned positioned incorrectly in the lens case. The optic had been cut into two pieces across the center. One haptic was broken-distal area. Both optic portions were damaged by posts of the lens case due to the returned lens position. The used company d cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. The used company (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the haptic damage may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. Information indicated the lens ¿felt stiff¿. No stiffness was observed. This may be related to the surgical suite or viscoelastic temperature. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Only use a viscoelastic that has been allowed to come to the operating room temperature. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). If the operating room temperature is too low (< 18°c / 64°f) lens folding and advancement are more difficult. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).